Event description:
The customer reported at times, the system failed to produce fluoro. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote control was replaced. The system was then found to be operating as intended.